Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for outside us like products reporting. The report includes corrected information and additional information not available/included in the initial report, in the following sections: d10 - device available for testing? - corrected to yes g7 - type of report - noted that this is follow-up #1 h2 - noted this report contains "corrected information" and "additional information" h3 - device evaluated by manufacturer? - corrected to yes h6 - added manufacturer's codes for: method; results; and conclusion the device was returned to the manufacturer, and the product investigation was conducted, with the findings noted below: no abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4).model: py-60r) . Dye test was performed to check the coating on the nozzle of the injector and the test is passed confirming the nozzle was coated properly by hoya before release to the market. From our investigation, we assume this issue was not product related. Risk analysis conducted on the product line and failure codes is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Iol got stuck in tip. Patient impact: no impact. It occurred in china. There was no impact to patient; however, it was reported to the local regulatory authority by the hospital.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Manufacturer's codes for: method, results, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for method, results, and conclusion.

Event description:
Iol got stuck in tip. Patient impact: no impact. It occurred in (B)(6). There was no impact to patient; however, it was reported to the local regulatory authority by the hospital.